Manufacturer narrative:
This report contains the supplemental information for mentor psr reference number (B)(4). Mentor¿s psr exemption #e2007003. Investigation summary: during analysis of the sample, it was found to be ruptured. Shell abrasion was observed at the edge of the device, and it was received incomplete. No other anomalies were observed. Shell abrasion suggested in-vivo folding or creasing of the device. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused continuous and sustained stresses to the device. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The reported complaint was confirmed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and the product investigation, there is no evidence that the issue is related with the manufacturing process. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Reason for device explant and/or reoperation: right-sided rupture. Concomitant products: 300cc mentor memorygel breast implant (catalog #: 3503001bc, serial #: (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
This report contains the supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) caucasian female patient underwent a revision breast augmentation with a 325cc mentor memorygel breast implant and experienced postoperative right-sided rupture. The rupture was visualized via MRI performed on (B)(6) 2016. As a result, the patient underwent bilateral removal and replacement with unspecified non-mentor implants on (B)(6) 2019.